Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. The patient reported that their pump was beeping every 5 minutes. Agent reviewed the information and redirected the patient to healthcare provider (hcp) for further assistance. Patient called back later and mentioned that they went to the hospital yesterday and was told that "it indicates, something's wrong with the pump" but the "pump is still running, all it says it's empty". Patient then said the hcp did not believe that because "it's still running" and that "about a month ago they refilled it". Patient was concern about the alarm that might damage the pump and affect their body. Agent reviewed hcp role and redirected patient back to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that the patient¿s pump was filled a month ago, but the pump started to critical alarm a few days ago. The doctor stated that the logs showed that the pump was empty and service codes 235 (empty reservoir) and 236 (low reservoir) were seen, but he aspirated 12 cc out of the pump reservoir. The doctor stated that a fellow filled the pump a month ago and possibly did not update the pump reservoir volume properly. The doctor stated that he put the 12 cc back in the pump and sent the patient home, but the patient reported hearing an alarm again. The agent reviewed that there were 2 alarms that needed to be silenced, one for the low reservoir and one for the empty reservoir. The doctor then stated that the patient could not hear the alarm, so they would address it when they came in for their next refill.